Event description:
The customer reported via phone call that the insulin pump had frequently no or intermittent button response, particularly with the act button. The customer's blood glucose was 134 mg/dl. The customer stated that the insulin pump was not dropped or exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with no button response due to a flattened express act and esc button dome switch. The pump also had minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube lip, and a cracked belt clip slot.